Event description:
At 12 days from the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 aug 2024 lot 2310262: (B)(4) items manufactured and released on 05-jun-2023. Expiration date: 2028-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar.